Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection with the ipg following an unrelated surgical procedure on (B)(6) 2018. The patient stated the device was not placed in surgery mode during the procedure. The patient controller also reflects a message indicating: "a problem was found with the generator that could not be repaired." The patient will consult with the physician as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.